Event description:
It was reported that there was a catheter break and a catheter revision took place. The revision took place on (B)(6) 2013. The patient had increased spasticity for the 9 months leading up to the report date. The health care provider (hcp) did a test dose and the patient did have relief. During the subsequent revision, the hcp did obtain csf flow from catheter, however at the midline, the 8709 catheter was cut, and the hcp was unable to salvage the catheter, thus a complete catheter replacement took place. The reported information made it unclear if the ¿cut¿ was intentional, accidental, or found. A segment of the catheter product ID 8709 was left in the intrathecal space and only partially explanted due to the break. The 8596sc was removed in its entirety. The pump device was used to deliver lioresal.

Manufacturer narrative:
Product ID 8596sc lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: 2013 (B)(6), product type catheter product ID 8596sc lot# serial# (B)(4), implanted: 2011 (B)(6), explanted: 2013 (B)(6), product type catheter product ID 8709 lot# j0039992r, implanted: 2000 (B)(6), partially, explanted: 2013 (B)(6), product type catheter product ID 8596sc lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: 2013 (B)(6), product type catheter product ID 8596sc lot# serial# (B)(4), implanted: 2011 (B)(6), explanted: 2013 (B)(6), product type catheter. (B)(4).